Manufacturer narrative:
(B)(4).

Event description:
It was noted that the pulse generator possibly exhibited premature battery depletion. The device was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.